Manufacturer narrative:
Citation: franco e et al. Acute mitral stenosis after transcatheter aortic valve implantation. J am coll cardiol. 2012 nov 13;60(20):e35. Doi: 10.1016/j.jacc.2012.05.061. Epub 2012 nov 5. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) female patient with severe aortic stenosis who underwent implant of a 26-mm medtronic corevalve bioprosthetic valve (serial number not provided). During implant, the valve migrated to the ascending aorta and a second 26-mm corevalve was implanted (serial number not provided). However, it was noted that the second valve was ¿placed low into the left ventricle outflow tract¿ and the patient rapidly developed heart failure. A transesophageal echocardiogram revealed a restricted diastolic opening of the anterior leaflet of the mitral valve due to the low-implanted second valve resulting in severe mitral stenosis. Subsequently, the patient underwent urgent surgical aortic valve replacement surgery and both corevalves were explanted and replaced with a 23 mm non-medtronic bioprosthetic valve. No additional adverse patient effects or product performance issues were reported.